Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced loss of consciousness and didn´t felt any symptoms previous to losing consciousness. The patient´s husband called the paramedics and they arrived around midnight. The paramedics took the readings and the cgm was reading low mg/dl and the blood glucose reading was 117 mg/dl; no information if this was taken after the treatment. The paramedics treated the patient with 250 cc of d10 (IV dextrose). The patient was taken to the hospital and discharged after 4 days. At the time of the report the patient was still recovering. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.